Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available. Note: this event occurred on the chinese market. It is a significantly similar device to "base unit, rotaflow console¿ which is sold in the USA under premarket submission number k991864. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for rotaflow console with catalog number 701046405.

Event description:
The event occurred in china. It was reported that the medical staff noticed the error message ¿txrx error¿ on the rotaflow console during patient use. After restarting the device, it returned to normal. To ensure patient safety during use, the customer replaced the device with another one without consequences for the patient. No harm to any person has been reported. Due to the exchange of the device during use a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in china. It was reported that the medical staff noticed the error message ¿txrx error¿ on the rotaflow console during patient use. After restarting the device, it returned to normal. To ensure patient safety during use, the customer replaced the device with another one without consequences for the patient. No harm to any person has been reported. Due to the exchange of the device during use a report is required. The patient data was not shared by customer. According to the ssu (sales and service unit) dated on 2026-03-05 the customer cleaned the boards by themselves which solved the problem. No parts has been replaced. No service order will be provided by getinge. Based on the investigation results the reported failure "txrx error" could not be confirmed. However, the reported "txrx error" was investigated in a similar complaint in the getinge life-cycle-engineering (lce). The reported failure was caused most probably by a short circuit on the capacitor c2 on the flow measure board. The review of the non-conformities was performed on 2026-01-29 and during the period of 2019-03-06 to 2026-01-28 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The affected rotaflow device was produced in 2019-03-06. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).